Event description:
It was reported that the catheter exhibited a stuck guidewire. During an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When attempting to move the catheter from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv) the guidewire became stuck and would not retract after advancing past the catheter tip. The guidewire still could not be moved after attempting array deployment to the basket and flower configurations. The catheter was recaptured into the sheath to ensure the guidewire was not stuck to tissue. However, the guidewire could not be retracted into the catheter even when completely in the sheath. The catheter was removed from the patient and replaced to complete the procedure. There was no evidence of tissue stuck to the guidewire. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and microscope inspection. It was noted that the catheter was returned with a stuck guidewire still inserted. Some tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the device was functional. The reported clinical observations were confirmed by the analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a stuck guidewire. During an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. When attempting to move the catheter from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv) the guidewire became stuck and would not retract after advancing past the catheter tip. The guidewire still could not be moved after attempting array deployment to the basket and flower configurations. The catheter was recaptured into the sheath to ensure the guidewire was not stuck to tissue. However, the guidewire could not be retracted into the catheter even when completely in the sheath. The catheter was removed from the patient and replaced to complete the procedure. There was no evidence of tissue stuck to the guidewire. No patient complications were reported. The device is expected to be returned for analysis.